Manufacturer narrative:
Correction (expiration date). The patient remained ongoing until ultimately expiring from respiratory sepsis on (B)(6) 2013. It was noted that the device was working fine, the patient was just aging. There have been no additional similar complaints reported to thoratec. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into clinic to get his system controllers exchanged to new system controllers. When they disconnected the percutaneous lead (lead) and attempted to reconnect to the new system controller, they were unable to insert the (lead) into the system controller because the pt had the old percutaneous lead repair version that is not compatible with the new system controller. The pt lost consciousness and was connected back to the old system controller and the pt regained consciousness.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.